Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of: 400mg/dl to 112mg/dl, 429mg/dl to 106mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.